Manufacturer narrative:
This report is filed, february 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. The patient is scheduled to undergo revision surgery to excise the excess tissue; however, the procedure has not occurred as of the date of this report, february 23, 2016.

Manufacturer narrative:
Per the clinic, on (B)(6) 2016, the patient was administered general anesthesia and a biopsy punch was utilized to remove overgrown tissue from the site to access the implant. During the procedure, it was determined that the patient had experienced a loss of osseointegration. This report is filed may 3, 2016. The device is currently unavailable.